Manufacturer narrative:
The associated devices were not returned for evaluation. Being that the failure mode is for infection, a sterilization review was performed. The review of sterilization documentation revealed that all devices were approved and released per quality specifications. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed to remove the implants due to infection.

Manufacturer narrative:
Concomitant products: 71340007/14dsm0359 (04/24/2015); 71340007/13msm0110 (04/24/2015); 71340011/14bsm0104 (04/24/2015); 71340007/14ksm0223 (04/24/2015); 71340020/13jsm0062 (04/24/2015); 71340020/14bm09033 x 2 (04/24/2015). Customer indicated that there is no product/device to be returned for investigation analysis.